Manufacturer narrative:
An authorized service company evaluated the exam table at the customers facility. The table operated as intended.

Event description:
The facility stated the exam table dropped while 2 people were sitting on it.